Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use(IFU), specifications, and quality control of the returned device was conducted during the investigation. The complaint device was not returned; therefore a physical investigation could not be conducted. There was no information regarding the procedure or any procedural difficulties that may have contributed to the basket breaking off. At this time, clinical assessment cannot eliminate any possible causes for the separated basket separation such as product handling, medical procedure, human anatomy, device failure, or manufacturing related causes. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history cannot be completed at this time as there was no lot number provided. It should be noted with no lot number provided, a review of additional complaints cannot be performed. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that during an ureteroscopy with laser lithotripsy procedure while using the ncircle tipless stone extractor, the basket broke off at the neck of the device and was left inside the patient. Another device was used to retrieve the basket from the patient and to complete the procedure. No unintended portion of the device remained in the patient. No additional procedures were required as a result of this event. The patient did not experience any adverse effects due to this occurrence.